Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 227 mg/dl, 61 mg/dl, and 56 mg/dl; 540 mg/dl and 97 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.